Event description:
It was reported the battery exploded in the insulin pump. Customer's blood glucose was 281 mg/dl. Customer's mother stated the insulin pump was in use when the battery exploded inside the battery compartment. Customer's mother was unaware of damage occurred. Customer's mother was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with corrosion at the battery tube. The device had scratched case.